Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged when slitting the catheter. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.